Manufacturer narrative:
One ensite velocity¿ dws7 was received into the lab for analysis. Ac power was applied to the velocity display workstation which successfully passed the initial hardware self-test prior to the launch of the ensite application. Video display was confirmed on both the primary and remote monitor displays. No hardware related issues were identified during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the reported event cannot be conclusively determined based on the device returned. No hardware related issues were identified with the returned product during the evaluation period.

Event description:
Related manufacturer report numbers: 3005334138-2021-00089, 2184149-2021-00043. During an a-flutter ablation procedure, the amplifier would blink yellow when coming on ablation. The amplifier error message "logout and restart amplifier and system" was noted. The dws, generator and amplifier were all power cycled but the issue remained. The catheter was replaced and cryo was used to continue the procedure. Upon further inspection, bent pins were noted on the navx connector on the amplifier. In addition, the ensite dws secondary monitor output (via display port) was not working. The secondary image was unable to come up on siemens monitor. The display port dongle was replaced twice, in addition to replacing the dvi to dvi cable, but that did not resolve the issue. The set up was connected on the primary monitor port and the image was able to be displayed. The procedure was completed with no adverse consequences to the patient.